Manufacturer narrative:
The returned i60 stapler was visually and functionally evaluated, and performed to specifications. The alleged malfunction could not be duplicated, and its root cause is undetermined.

Event description:
In a laparoscopic sigmoid resection procedure, after the i60 stapler had been used successfully, the jaws of the device closed without any user input, and could not be opened by repeated presses of the open button. The patient's health was not adversely affected by this malfunction.